Event description:
A malfunction on the pump was reported by the caller, which occurred after a recent software update. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which was understood and acknowledged.